Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/ and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the first diagonal, which was moderately tortuous and moderately calcified, with 75% stenosis. Pre-dilatation was performed. A 2.50x38mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion and was removed from the anatomy. A non-abbott guideliner catheter was advanced to the ostium of the first diagonal. Then the 2.50x38mm xience alpine sds was re-inserted into the patient anatomy and advanced, but met resistance with the anatomy and did not cross the lesion. During removal, the sds got caught with the tip of the guideliner. Both devices were removed as a single unit. The proximal struts of the stent were noted to be flared. No further attempts were made to deploy a stent and the procedure was aborted. There was no adverse patient effect and no reported significant delay in the procedure. No additional information was provided.